Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-9625 3.0mm hex driver had an issue, the tip broke off, no impact reported. This was discovered during use with no impact to the patient. Additional information has been requested via email on 02/17/2022. On 02/17/2022, the sales representative stated the following: the event occurred during a reverse total shoulder procedure on (B)(6) 2022, the tip broke off while the hex driver was on the screw that was going into the baseplate. The fragment was taken out of the screw and a second driver in the set was used to complete the case. The bone quality of the patient was good, they were also using the torque device to make sure they were implanting the screws correctly. There was zero delay and the case went great.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.